Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2021-03978. It was reported the patient was experiencing ineffective therapy. High impedances were observed on one lead. It was noted that the patient has parkinson's disease and has many falls. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the high impedances, so it is being reported on both leads.